Event description:
According to the initial information received, a 22mm amplatzer vascular plug ii (avpii) was implanted in an internal iliac artery with tortuous anatomy. The avpii was recaptured and repositioned three times. When the avpii was deployed in a good position, the delivery cable was rotated in a clockwise rotation instead of counter clockwise. The delivery cable was then turned counter clockwise. At that moment, the cable broke proximally to the end screw and the micro vise of the cable stayed in the device end screw. The device was well placed and remains implanted.

Manufacturer narrative:
Aga medical could not evaluate the avpii involved in this incident since the device remains implanted. The delivery cable involved in this incident was not returned to us for analysis. During manufacturing, this avpii underwent a series of inspections and tests to confirm proper function, including simulated use by attaching and detaching a thread gage to the delivery cable end screw. Review of manufacturing documentation confirmed this avpii successfully passed these inspections. Aga requested further information regarding this case, but medical records and images were not provided. The hospital had fluoroscopy issues, so no images were saved and no echo was performed. The results of this investigation are inconclusive since the product remains implanted, the delivery cable was not returned for analysis and no images were provided for review. The avpii remains implanted and no patient adverse events were reported.